Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side to the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The metal cap exhibits scorching and detritus. The fiber was tested with hene (helium-neon) laser fixture, the aim beam was confirmed at both the output window and distal tip. An evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window caused by tissue adhesion, constant heavy tissue contact, and/or a decrease in saline cooling flow. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported during the procedure the fiber malfunctioned; the laser exits from the distal end of the device and not the lateral end. A different fiber was used to complete the procedure. There was no injury to the patient during this event.

Event description:
It was reported during a photoselective vaporization procedure, the laser fiber exits from the distal end of the device and not the lateral end. A different fiber was used to complete the procedure, without clinical consequences to the patient.